Event description:
On 05/22/2024, znyo medical received a report that the pump did not alarm upon the completion of the infusion and continued to pump air. The medication the patient was being infused at the time of incident was ocrevus. It was confirmed by the infusing nurse there was no injury or harm caused to the patient.

Manufacturer narrative:
There are no previous complaint on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. The pump was tested. Connect tubing into reservoir. Prime tubing by gravity. Turn on pump and set prog to 125ml/hr for 20 vtbi, set air in the biomed options to 0.04 ml. Test 1: run pump without tubing, pass first test if it alarms "air-in-line". Test 2: load tubing into the pump and hit run, pass if pump does not alarm "air-in-line". Test 3: run the pump and create an air bubble about 1 inch in length, pass if the pump alarms "air-in-line". Repeat steps 4-6 for a total of 5 runs. During functional testing, the reported issue was duplicated. When attempting test 2, the pump would constantly alarm air-in-line. The root cause is component failure for the air-in-line sensor. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This follow-up report is being submitted for the corrections of three things as follows: 1. Correct the MFR number from 3011581906-2024-00268 to 3006575797-2024-00268. 2. .upon review it had been determined the investigation conclusion needed to be corrected from 4315- caused not establish to 4307-caused traced to component failure. 3. To add the date 06/03/2024 to g3- "date received by manufacturer.